Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, e1, h6.

Event description:
Healthcare professional reported left side "deflation¿ and "exchange from textured to smooth devices due to the patient's concern with the product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation¿ and "exchange from textured to smooth devices due to the patient's concern with the product". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety - product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation¿ and "exchange from textured to smooth devices due to the patient's concern with the product". This record is for the left side. Device was explanted.